Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation it was noted the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead pacing impedance measurements have risen slow and steady and was now out of range at 2100 ohms. Boston scientific technical services (ts) was consulted and discussed options, including monitoring the patient since it is a high impedance lead and all other measurements are stable and within range. At this time the physician has opted to continue to monitor the patient as discussed with ts. The crt-d and rv lead remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed due to continued high out of range pacing impedance measurements of greater than 2500 ohms. During the revision the physician cut the rv lead and was unsuccessful at extracting it with a laser. The lead was surgically abandoned and successfully replaced with another manufacturer's lead. The crt-d was explanted and replaced during the procedure. No additional adverse patient effects were reported.

Event description:
Additional information was received that the pacing impedance for the crt-d and rv lead continued to increase and was now greater than 2500 ohms. The rv lead threshold was noted to be 1.1 volts and stable and no noise was seen. The physician plans to schedule the patient for a revision procedure. At this time the device and lead remain in service and no adverse patient effects were reported.